Manufacturer narrative:
Unit had blank flashing liquid crystal display on medtronic logo due to moisture damage on the electronic assembly. The motor had moisture damage. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to display anomaly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump started to beep displaying an error. The customer¿s blood glucose level was 300 mg/dl. The customer also reported that the insulin pump turned off before clearing it and insulin pump did not restart again. Troubleshooting was performed. The customer reported that there was a crack on the battery compartment on the back of the insulin pump. The device will be returned for analysis.